Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call he experienced high blood glucose levels of 27mmol/l and had issues with insulin pump. The customer reported that his insulin pump died at night when he was sleeping and woke up with high blood glucose levels. The customer reported that the symptoms related to high blood glucose included vomiting. The customer treated high blood glucose levels with manual injections. The customer was advised to return the insulin pump. Product is expected to return for analysis.